Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In late 2008, the patient reported she had an elevated blood glucose reading at 2:30pm of over 500 mg/dl and she felt nauseous. She said she ate breakfast but did not eat lunch. She treated her reading by bolusing 8 units of insulin and at 5:30pm she changed her insulin infusion headset from the right side of her abdomen to the left. At 8:10pm, her reading had decreased to 350 mg/dl. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.